Event description:
According to the report, the surgeon had performed a thrombectomy procedure on a patient with a hero graft. The patient expired during the procedure due to a pulmonary embolism. The surgeon stated that the clot had been pushed downstream during the thrombectomy procedure. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001.

Event description:
According to the report, the surgeon had performed a thrombectomy procedure on a patient with a hero graft. The patient expired during the procedure due to a pulmonary embolism. The surgeon stated that the clot had been pushed downstream during the thrombectomy procedure.

Manufacturer narrative:
According to the report, the surgeon had performed a thrombectomy procedure on a patient with a hero graft. The patient expired during the procedure due to a pulmonary embolism. The surgeon stated that the clot had been pushed downstream during the thrombectomy procedure. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001. Despite multiple requests, the surgeon has not provided any additional information regarding the details contributing to this event. Therefore, some of the information that is unknown is as follows: patient's co-morbidities or risk factors for pulmonary embolism, patient's medications (including anticoagulants or antiplatelets), if the source of clotting was established, method/technique used for the thrombectomy and whether the patient had undergone any other surgical procedures or interventions in the days prior to death. The surgeon indicated that he "pushed the clot downstream". As such, a possible cause would be if the "downstream" direction was into and out of the venous outflow component thereby freeing the clot into the circulatory system. Thrombus material dislodged from the venous outflow component (voc) would likely enter the right side of the heart. If the thrombus burden was sufficient in size this may result in a lethal pulmonary embolus. Another plausible cause for the pulmonary embolism (pe) is that a piece of clot was not evacuated during the thrombectomy procedure and subsequently embolized. Death, thrombus, and embolus all represent known potential complications of the hero graft and are listed in the hero graft instructions for use. These potential complications are common among all arteriovenous grafts, and do not suggest that there is a deficiency in the hero graft or the hero graft IFU.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.